Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they experienced the events of ¿shooting pains from their chest into my stomach region¿, ¿masses around their implants¿, ¿constant pain¿, ¿most traumatic experience¿, ¿the worry that they have had about themselves and their health due to the ruptured silicone implants¿ and ¿hormones were not functioning¿. Patient also reported ¿major health issues¿ and ¿heaviness in their chest.¿; this is not device related. This record represents the left side. The device remains implanted.